Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the two metal pieces were identified and removed. The fallopian tube was then clamped and cauterized and removed') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, knee pain, hyperopia, astigmatism, thyroid disorder, nausea, migraine, memory disturbance, dizziness, migraine, headache, heavy periods, cramp in lower abdomen, pelvic abscess, vaginal bleeding and inflammatory bowel disease. Concomitant products included fluoxetine, paracetamol (acetaminophen) and tramadol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain / pelvic pain"), menorrhagia ("menorrhagia"), allergy to metals ("nickel sensitivity") and gastrointestinal disorder ("other (list): I have bad bowel issues since having the coils in place."). The patient was treated with surgery (hysterectomy,laparoscopic assisted vaginal laparoscopic bilateral salpingectomy laparoscopic removal). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, menorrhagia, allergy to metals and gastrointestinal disorder outcome was unknown. The reporter considered allergy to metals, device breakage, gastrointestinal disorder, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the two metal pieces were identified and removed. The fallopian tube was then clamped and cauterized and removed') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, knee pain, hyperopia, astigmatism, thyroid disorder, nausea, migraine, memory disturbance, dizziness, migraine, headache, heavy periods, lower abdominal pain, pelvic abscess, vaginal bleeding and inflammatory bowel disease. Concomitant products included fluoxetine, paracetamol (acetaminophen) and tramadol. On 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain / pelvic pain"), menorrhagia ("menorrhagia"), allergy to metals ("nickel sensitivity") and gastrointestinal disorder ("other (list): I have bad bowel issues since having the coils in place."). The patient was treated with surgery (hysterectomy,laparoscopic assisted vaginal laparoscopic bilateral salpingectomy laparoscopic removal). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, menorrhagia, allergy to metals and gastrointestinal disorder outcome was unknown. The reporter considered allergy to metals, device breakage, gastrointestinal disorder, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.